Event description:
It was reported the parkinson¿s disease patient experienced a ¿pesticide effect¿ after taking medicine on (B)(6) 2015. The patient also experienced dyskinesia and difficulty walking at that time. There was ¿no¿ troubleshooting done to provide insight into the issue and ¿no¿ cause was determined. The patient was reprogrammed the day after initial report with their stimulation decreased from 2.2 to 2.0 volts, with no improvement. It was noted it was ¿still difficult to walk¿ for the patient and they continued to experience dyskinesia following the reprogramming. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).